Manufacturer narrative:
The device was not received for evaluation.

Event description:
It was reported that the tubing detached at the vamp housing during use. Reportedly, there were no patient complications.